Manufacturer narrative:
Tech found that the emergency trend does not work due to a defective emergency trend valve. Replaced the emergency trend valve to fix the problem. Bed passed the function test. Bed located in ccu.

Event description:
Info indicated that the emergency trend does not work. No injury reported.